Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime and system sensor test due to moisture damage on sensor. Unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the device and passed. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and debris under window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and also motor position error. The customer does not recall any significant events leading to the error. Customer's blood glucose was 237 mg/dl at the time of incident. Troubleshooting was done for errors but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.